Manufacturer narrative:
Product event summary #fusion unexpected exit product analysis # (B)(4). Mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4). Mnav comment: summary: work order passed. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a fess procedure, a manufacturer representative contacted the clinical specialist stating he was "in procedure mode and the system rebooted". There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. Correction: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.